Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed and no anomalies were found. Concomitant product(s): 5568 lead ,implanted: (B)(6) 2000; a 4194 lead, implanted: (B)(6) 2005.

Event description:
It was reported that the right ventricular (rv) lead exhibited a rise in thresholds which became high and unstable after left ventricular assist device (lvad) surgery. Loss of capture and poor sensing were also observed. Thresholds stabilized after a few days but became high again after a second lvad procedure. It was also reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited unexpected longevity due to the increase in rv threshold. The device was explanted and replaced while the lead was capped and not replaced. No patient complications have been reported as a result of this event. (B)(4) battery longevity. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.